Event description:
It was reported that the patient went to the emergency room due to not feeling well. It was noted that the pacer intermittently failed to capture in the ventricle and high thresholds were also observed. The lead was capped and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.